Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was discovered that the atrial lead exhibited oversensing causing pacing inhibition. The patient felt lightheaded. The lead capped and replaced on (B)(6) 2023. The patient was in stable condition post procedure.